Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was programmed and monitored for 2 days with no blank display, constant tone, black stripe or display anomaly was noted. All operating currents were within specification and the off no power alarm functioned properly. The insulin pump passed the self test. The insulin pump had minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip. No damage was noted on the isolation tape on the display board.

Event description:
It was reported by the customer that their insulin pump's display screen is blank with a black line through the middle and continues to beep. Customer states that they removed the batteries and reinserted two hours later but the display did not return. Customer's blood glucose level was 285 mg/dl at time of reporting. Nothing further reported.